Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set triggered an occlusion alarm on a syringe pump. The event occurred during medication administration to the patient. The syringe pump displayed an occlusion alarm, prompting the registered nurse (rn) to flush the IV line and perform a site to source check, with no issues identified. The syringe pump was replaced; however, the occlusion alarm persisted. A new line was subsequently primed and connected, after which the issue was resolved. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.